Manufacturer narrative:
(B)(4). A sample will not be returned for eval.

Event description:
It was reported that during use in the ICU, the guide wire "broke". The guide wire was then removed from the pt without surgical intervention, and a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.